Event description:
It was reported that the bag containing a small volume folfusor had dried, white residue, indicating leakage from the folfusor had occurred. This was noticed after the device was filled with 2500 mg fluoruracil (baxter-compounded solution) and placed in the bag. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2014 to february 24, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.